Event description:
User received instrument and t3 application alarms and received patient results for t3 of > 651 ng/dl which resulted lower when repeated on another e601 module s/n 2137-10 at the site. User stated no other assays are having any issues. Results for 7 patient samples provided, 2 were discrepant. Sample 1, initial result gave 614; repeat gave 116 ng/dl. Sample 2, initial result gave 614; repeat gave 113 ng/dl. Initial results were reported to the physician for these two samples only. Corrected reports were generated and the patients were not affected by the erroneous results. T3 reagent lot number - 15601202 the field service representative could not find a cause. The customer performed normal daily maintenance and replaced the reagent pack. To verify analyzer performance, calibration and customer controls were run with results within control limits.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.